Event description:
Veteran¿s accu-check aviva plus meter and test strips were converted to accu-check guide me meter and accu-check guide test strip. Veteran reported higher blood glucose readings with his guide me meter. Inaccurate blood glucose reading. Diagnosis for use: diabetes mellitus.